Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an insulin flow blocked alarm. The customer¿s blood glucose level was 484 mg/dl. Troubleshooting was performed for insulin flow blocked alarm and noticed that the insulin did not exit with plunger push. The customer also reported that they experienced high blood glucose. The other blood glucose level was 275 mg/dl, 380 mg/dl, 463 mg/dl, 480 mg/dl. They treated it with injections. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.